Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Event description:
International affiliate reports that during screw insertion, the surgeon was not able to disengage an expedium polyaxial screwdriver shaft from the mis cannulated polyaxial screw following screw insertion. That, in addition to the surgeon missing the target slot during percutaneous rod insertion which resulted in the need to convert from minimally invasive to an open procedure, resulted in a forty five minute delay. See mfg medwatch report no. 1526439-2013-31171 for the expedium polyaxial screwdriver shaft that was involved in this event.

Manufacturer narrative:
International affiliate reports the mis cannulated polyaxial screw was working properly and the difficulty was attributed to improper handling of the device by the operating theater staff. As such, the cannulated polyaxial screw was not returned for evaluation. Review of the device history record could not be performed as the lot code is unknown. The root cause is not determined. As per further discussion with the affiliate, it has been noted that the device is functioning as intended of which no device defects, fit, or function were identified. No corrective action/preventive action (CAPA) is required at this point as there has been no product problem identified; therefore, this complaint will be closed with no further action. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not at issue.